Manufacturer narrative:
The permanent cautery hook (pch) instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken monopolar yaw pulley at the posts. The broken piece(s) were missing due to the breakage, with the missing piece measuring approximately 7.02 mm. The components surrounding the break did not show any damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) stopped responding, and the arm could not be rotated. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.